Event description:
Review of journal article entitled, "multilayer reconstruction of abdominal wall defects with acellular dermal allograft (alloderm) and component separation" revealed that a patient underwent ventral incisional hernia repair with gore dualmesh biomaterial and developed purulent drainage from the wound six months post operative. The mesh was removed and the infection was drained. The wound was debrided, lavaged and a subatmospheric pressure dressing was applied for one week. The patient underwent a second procedure and was without recurrence at 18 months with dynamic abdominal wall function.

Manufacturer narrative:
Gore has requested additional information from the author. Adam kolker, daniel j. Brown et al. Multilayer reconstruction of abdominal wall defects with acellular dermal allograft (alloderm) and component separation annals of plastic surgery 2005; 55-36-42.